Event description:
It was reported that the surgeon removed a rejuvenate stem from pt's left side due to extreme pain. Surgeon discovered infection and replaced components with a j and j prostilac stem/antibiotic spacer.

Manufacturer narrative:
It was noted that the devices are not available for eval. Add'l info has been requested and if rec'd, will be provided in a supplemental report.